Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the homechoice cassette and heater bag. Air was observed in the heater line and solution leaked. This occurred during set up of peritoneal dialysis therapy. Renal therapy services (rts) assisted in removing the cassette and advised to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.